Manufacturer narrative:
Concomitant medical products: product ID neu_ascenda_cath, lot# unknown, implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to adverse event & product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information regarding this same event had been previously reported under regulatory report number: 3007566237-2017-04553. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018. There was only baclofen in the pump at the time of the event. Pump logs from the most recent refill were not available. It seemed like the issue began/started to worsen in july. The dye study was never performed; the pump was changed by another hospital. It was stated the only reported volume discrepancy was on (B)(6) 2017. It was unknown on what date the pump change took place. The pump was not saved after surgery. The representative stated, "it seems that the pump was destroyed after surgery and recycled and not saved, as promised." *information regarding this same event had been previously reported under regulatory report number: 3007566237-2017-04553*

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) implanted: (B)(4) 2017: product type catheter: patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Initial reporter, facility, and the pump serial number have been received. The lot number of the catheter was unknown. The pump and catheter were implanted on (B)(6) 2017. The volume discrepancy was observed on (B)(6) 2017, but it was reported the patient had spasticity since the beginning of july. The spasticity had not resolved. A rotor study was not performed. A CT scan was performed, which was normal. It was stated the cause of the volume discrepancy was probably due to a pump failure. Actions taken to resolve the discrepancy would include surgery; they would check the backflow in the catheter, and if that was normal, then they would change the pump.

Manufacturer narrative:
"Intervention required" no longer applies. Type of reportable event updated to malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Neither the pump nor the catheter had been replaced. The patient seemed to be fine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, implanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a patient was implanted in june with a new pump and ascenda catheter. Upon checking the pump, it was observed that the expected reservoir volume (erv) was approximately 0 ml and the actual reservoir volume (arv) was 36 ml. There were no reported symptoms. No complications were reported.

Manufacturer narrative:
Outcome attributed to adverse event corrected to include intervention required. Type of reportable event corrected to be serious injury. If information is provided in the future, a supplemental report will be issued.